Event description:
It was reported to philips that the device was in need of repairs. There were no specific allegations made at the time of the call. The customer requested that a philips field service engineer (fse) evaluate the device to determine what repairs were required. There was no reported patient or user involvement and no adverse patient/user impact.